Event description:
The hcp (healthcare professional) was having issues with telemetry. The hcp was then able to do telemetry and the pump was in stopped pump mode. The hcp confirmed all the programming was correct in the 8840 and was able to successfully update the pump. It was noted that the patient had his cell phone in his pocket near the pump at the time of the event, but even after the patient removed the cell phone telemetry was an issue. The hcp also changed the 8840 programmer batteries because they were low. The pump pocket was a ¿little deep¿, but the hcp had never had issues before. No patient symptoms were reported. The patient symptoms related to the event and the drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).